Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that the nasal jejunal tube migrated from the jejunum into the stomach. The gastroenterologist was using an endoscope to move the tube back into the jejunum but once the endoscope tugged at the tube, the distal end of the nj tube broke away from the main tube. The product was then removed from the patient and a naso-jejunal tube and a separate gastric decompression tube were inserted into the patient.